Event description:
On (B)(6) 2025, a 70 year-old man with heart failure with reduced ejection fraction was scheduled for implantation of an impella 5.5 pump as a bridge to a ventricular assist device. During the initial setup, after insertion of the purge cassette and purge disc, a "defective purge cassette" error message was displayed on the automated impella controller. The perfusionist attempted troubleshooting, including use of a different automated impella controller; however, the error message persisted. A new purge cassette was opened and installed, after which the error message did not reoccur and the device primed appropriately using the original automated impella controller. There was no reported patient injury. The device was explanted on (B)(6) 2025.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.